Event description:
Rptr stated that she obtained the er1 message on her surestep meter for the first time on 9/27/98. It was determined that she was using one touch control solution. Blood readings are in-line with how she feels.